Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully performed reset, and planned to load new cartridge and resume insulin delivery, and customer was advised to continue using pump and to call back if malfunction occurred again.